Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Approximately ten (10) months post-implantation, the patient began to experience pain and the acetabular augment was found to be fractured. The patient underwent revision surgery to replace the affected component without reported complication. Due diligence is complete as multiple attempts have been made; all available information has been provided.

Manufacturer narrative:
(B)(4) d10: medical product: shell porous with multi holes 50 mm: catalog#00620205020, lot#64553183; liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells: catalog#00630505036, lot#66229500; bone screw self-tapping 4.5 mm dia. 40 mm length: catalog#00625004540, lot#j7329546; bone screw self-tapping 4.5 mm dia. 50 mm length: catalog#00625004550, lot#64157927, qty#2; 50mm x 10mm thickness acetabular augment: catalog#00489405010, lot#65378688 g2: foreign: germany visual examination of the provided pictures identified the explanted shell, liner, augment, screws, and head covered in bio-debris. The augment is confirmed to be fractured. The locking ring is sitting slightly outside of the groove. No further evaluation can be made. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture of the medial wall of the left acetabulum with mild medial implant migration and cup loosening as noted. Root cause was unable to be determined. Reported event was confirmed by review of provided radiographs and photos of the explanted devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.